Event description:
Patient was undergoing cesarean-section for childbirth. After closure of the fascia it was suspected the needle had disengaged from the suture system and was missing. Operating room staff identified needle using a c-arm and fluoroscopy. Needle successfully retrieved with no harm to patient.